Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the knife moved forward a little and stopped. Some deployed staples were malformed. The cartridge was gold. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was obtained: the event description is revised as follows; it was reported that during a laparoscopic hepatectomy procedure, the knife moved forward a little and stopped at the 1st firing. Some deployed staples were malformed. The cartridge was gold. The target tissue was regular. There was no unexpected resistance in closing. There was no unexpected noise. The device did not clamp something hard such as an existing clip. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.